Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7, d7, d4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, chest pain/numbness/sensation, depression, anxiety, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest pain/numbness/sensation, depression, anxiety, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient reports a successful percutaneous filter removal on (B)(6) 2019 at patient's request. Patient is alleging vena cava perforation. Patient notes and further alleges "any physical [sic] activity would cause pain in my chest area, and it would start to turn numb I felt like I had a large hole under my ribs. After stopping all activities the numbness + pain would subside". Additionally, patient reports depression and anxiety. Per the (B)(6) 2008 placement of inferior vena cava (ivc) filter: "a tulip inferior vena cava filter was deployed with the upper end near the upper portion of the l2 vertebral body". Per the (B)(6) 2018 CT, abdomen: " ivc filter in position below the renal arteries. There is no evidence of a tilt but 3 out of 4 prongs do extend through the wall f the vein". Per the (B)(6) 2019 ivc filter removal: "conical ivc filter was in good position below the renal veins with no thrombus. Impression: successful retrieval of a conical ivc filter".

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.